Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the incorrect reprocessing was there was difference between olympus recommendation and the user facility¿ s understanding in device handling and reprocessing steps. Olympus specialist already provided training in the correct handling. The event can be detected/prevented by following the instructions for use which state: ¿warning:¿ do not reuse detergent solution.¿ olympus will continue to monitor field performance for this device.

Event description:
During the on-site visit for annual reprocessing maintenance, it was discovered that the facility used the same water/detergent after each scope for reprocessing. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
There was no device returned. Olympus endoscopy support specialist (ess) performed reprocessing in-service with the staff that included demonstration. The customer does not clean scopes with ethylene oxide. Ess recommended that the customer follow all olympus reprocessing procedures as documented in the reprocessing manual, explained the importance of each which was acknowledged by all staff in attendance. The staff then completed the checklist and was asked to refer to the endoscope reprocessing manual for instructions on how to reprocess and/or sterilize the scope accessories and were reminded that the olympusconnect website provides electronic copies of the endoscope instruction manuals and reprocessing manuals, as well as visual reprocessing guides for some devices.